Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has yet to be received.

Event description:
It was reported that the implant (2120) could not be removed from the fixture mount. Another implant was able to be placed in the same surgery.

Manufacturer narrative:
One ha-coated spline® implant was returned for inspection with corresponding transfer mount and retaining screw already disengaged. A visual inspection revealed minimum wear about the threads, collar, and internal threads. The mount screw appears to be damaged. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against the lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer dental spline® twist¿ implants 8962 rev 2-06/16 information identified: implant placement for threaded 3.25mm spline implants. After the implant is seated at the desired level, unscrew the implant driver mount by disengaging the retaining screw with the 0.050¿ hex drive seating tool. The driver mount countertorque tool or hemostats may be used to prevent rotation of the implant during driver mount removal. The external hex of the countertorque tool engages the hex socket of the driver mount. A hole in the end of the countertorque tool allows the long hex drive seating tool to be passed through the countertorque tool and engage the retaining screw. While holding the countertorque tool in a fixed position, disengage the retaining screw by turning the hex drive seating tool in a counterclockwise direction. When using hemostats to prevent rotation of the implant during driver mount removal, the external flats of the driver mount are gripped with the hemostats and either the long or short 0.050¿ hex drive seating tool is used to remove the retaining screw. Remove the driver mount from the implant body. Both the mount and the retaining screw are disposable products, and should be discarded. Caution: take precautions to prevent the driver mount from being aspirated by the patient. The parts were functionally tested, and it was noted that the mount was already disengaged. It was noted that the mount screw head is stripped, which could contribute to mount disengagement problems. The tines of the implant are able to engage and disengage with the mount. While the mount was not found to be stuck, it was noted that the mount screw is stripped at the head. A stripped screw head could lead to an event in which the mount could not be removed. A technical deficiency was confirmed. A singular cause could not be identified. UDI: (B)(4).